Event description:
It was reported that the system would not display a usable image. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage (hv) power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.